Manufacturer narrative:
Section g6 type of report was corrected.

Manufacturer narrative:
G4: PMA/510(k): premarket submission number not available/not released. The reported complaint that the autopulse nxt platform (sn (B)(6)) stopped compressions and displayed a flashing yellow triangle alert was confirmed in the archive data but was not confirmed during functional testing. The reported complaint that the autopulse nxt platform emitted a burning smell was not confirmed during functional testing. The autopulse nxt platform functioned as intended. Upon reviewing the archive, it was found that the autopulse nxt platform stopped compressions due to fault 1160 (fault_vpack_low_batt_volt), indicated by a flashing yellow triangle alert, confirming the reported complaint. This fault corresponds to a low battery warning. The nxt platform was operated for a total of 22 minutes and 23 seconds and delivered 1,624 compressions, providing automated CPR for 20 minutes and 7 seconds. After replacing the battery with a fully charged one, the nxt platform performed another 212 compressions over 2 minutes and 40 seconds. However, the internal motor temperature reached 110°c, triggering fault 1290 (fault_analog_motor_over_temp) and stopping compressions. This is a safety feature that performed as designed. The high-temperature limit may have been reached because the device required more energy to compress a large patient, leading to increased motor heat. The autopulse nxt platform passed preliminary functional testing without any fault or error. As a customer accommodation, zoll replaced this autopulse nxt platform. Therefore, this platform will not be returned to the customer.

Event description:
The autopulse nxt platform (sn (B)(6)) operated effectively for the first 20 to 25 minutes of a patient call. After that, the nxt platform stopped compressions and displayed a flashing yellow triangle alert, blinking every 1 to 2 seconds, before shutting off. The crew replaced the batteries, and the platform ran for another 4 to 5 minutes. However, the yellow triangle alert flashed again, and the platform shut off again. During the second shutdown, someone on the scene detected a burning smell from the nxt platform. The crew switched to manual CPR. The customer mentioned that the house where the patient call took place was very cluttered and filled with dog hair and dust, which might have obstructed the fan and prevented proper cooling. They also wondered if the patient's heavier weight might have caused the nxt platform to work harder. The patient's status information was requested, but the customer did not provide a response.